Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received that ¿rr level 200/100¿ represented the patient¿s blood pressure measured via the arterial pressure line. The right femoral artery was used for delivery catheter system (dcs) insertion. Per the physician, the dcs did not contribute to chronic carotid occlusion, and there were no devices inserted through the carotid artery during the procedure. One day following the procedure, the patient was still hospitalized. Per the physician, the cause of the stroke was unknown. It was noted that the patient had untreated high blood pressure and calcification in the carotid arteries that contributed to the stroke. Additionally, the ischemia was resolved on the same day as the procedure.

Manufacturer narrative:
Updated b5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2027-09-19, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10; other medical products in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; full UDI#: unknown; manufactured date: unknown; use by date: unknown; implant date: non-implantable non-medtronic product ID: 23mm bard medical true balloon; lot #: unknown; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported at the start of the implant of a transcatheter aortic bioprosthetic valve (tav), in a patient with hypertension at baseline, the patient's "rr level" was 200/100. During the valve implant procedure, the patient had agitated movements and was drowsy. It was assumed these findings were associated with side effects from analgesic medication. A pre-implant balloon dilation was performed with a 23mm non-medtronic (bard medical true) balloon. The valve was deployed in an optimal position and subsequently fully deployed on the first deployment attempt. Following the procedure, the patient's speech was impaired and one-sided weakness was present. A computed tomography of the cranium was performed and revealed a stroke and chronic carotid occlusion. The patient was administered thrombolytic medication which dissolved the emboli. The patient remains in hospital care.